Manufacturer narrative:
The reported complaint was confirmed. A manufacturer's trained service technician replaced the small display with knob assembly to address the issue. Per evaluation of the technician, the unit operated to manufacturer's specification. The replaced parts were disposed of on site so no additional evaluation could be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump module stopped working and the screen was not displaying correctly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.